Event description:
During a polarx case for paroxysmal atrial fibrillation treatment a polarsheath was selected for use. When the case was completed successfully and the physician pulled back the catheter and identified that the sheath was leaking from the central valve and the side port. At this moment the sheath was pulled back from the left atrium to the right atrium. During the case there was no leaking. The event happened at the end of the case. There were no patient complications. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.